Event description:
It was reported that the patient presented to the clinic after a vibratory alert for low, out of range high voltage lead impedance. Low impedance was reproduced with in-clinic testing. Reprogramming was carried out to exclude the svc coil. The lead remains implanted.